Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this newly implanted system, presented for a first post-implant follow-up. The patient reported a twitching sensation over the device which seeming had self resolved. System interrogation illustrated some high out of range pacing impedance measurements and 21 ventricular fibrillation episodes, with noise and oversensing. Of the 21 episodes, only four delivered atp therapy and none resulted in inappropriate shocking. During in-office manipulation, a total loss of sensing and pacing could be demonstrated. The patient was reported as non pacer dependant; however, was hospitalized for a system revision. No resulting adverse patient effects and the device was deactivated pending a lead revision. It was later reported that the lead was explanted and replaced. The device remains in service. No additional adverse patient effects were reported.